Event description:
It was reported the video system center displayed the image flickering and turning purple on the screen of the oev261h unit. The issue occurred during preparation for use for a diagnostic colonoscopy procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reported event was not confirmed. However; the probably cause was most likely that short-circuit occurred in the circuit board due to the effects of long-term use or dust accumulated inside the chassis. A definite root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. The likely cause could be due to some factor, such as a short circuit on the internal board (electrical circuit) caused by long-term use or dust accumulation inside the casing. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.